Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated handpiece and cartridge information was not provided. It is unknown if qualified products were used. A qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Information was provided that the ophthalmic viscosurgical devices (ovd) cannulas are changed and knives/syringes are disposable. The ultra sound (us) and irrigation/aspiration (I/a) are re-used after soaking in isodine; the tips and sleeves are not changed. The surgeon does not change gloves or gowns; gloves are disinfected with welpas. It cannot be determined if these were contributing factors. The patient's symptoms have resolved. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating capsular tension ring (ctr) was inserted and thinks that the lens may not be the only cause. During surgery both ultrasound (us) and irrigation/aspiration (I/a) are reused after soak in isodine solution and wiping without changing tips and sleeves. Even the doctor does not change gloves and gowns; only alcohol disinfection with welpas is used, and microscope handles are also only disinfected with welpas. Only cannulas are changed for ophthalmic viscosurgical devices (ovds). Knives and hydrosyringes were disposable.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, endophthalmitis occurred in the patient. The symptoms subsided with steroid drip and administration. A fibrin reaction was observed. Additional information was received stating capsular tension ring (ctr) was reinserted and thinks that the lens may not be the only cause. During surgery both ultrasound (us) and irrigation/aspiration (I/a) are reused after soak in isodine solution and wiping without changing tips and sleeves. Even the doctor does not change gloves and gowns; only alcohol disinfection with welpas is used, and microscope handles are also only disinfected with welpas. Only cannulas are changed for ophthalmic viscosurgical devices (ovds). Knives and hydrosyringes were disposable..